Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin injection (once in four days, dose, duration and route of administration not reported) and amikacin injection (125 mg, once a day, route of administration and duration not reported) therapies for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the same day as event onset, the patient was hospitalized (previously unknown) for the peritonitis event and began treatment with antibiotic therapy (previously unreported date). At the time of this report, the patient remained hospitalized and antibiotic therapies were ongoing. Should additional relevant information become available, a supplemental report will be submitted.